Manufacturer narrative:
This is one of two related reports. This report represent the impella 5.5 and another report will be submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. Shortly after the impella 5.5 was implanted, the automated impella controller alarmed for high purge pressure/purge system blocked. Purge pressures were greater than 1000 and purge flows were less than one milliliter per hour. Notably, the medical doctor decided not to anticoagulate due to patient having an active gastrointestinal bleed. The patient's outcome was noted as stable.

Event description:
Additional information was received. There was a lot of discussion about trying tissue plasminogen activator through the purge versus using heparin through the purge. The purge flow and purge pressure issues spontaneously resolved before any action was taken.

Manufacturer narrative:
The pump will try to be retained for investigation. B5 additional information was received. H10 related report number was added.

Manufacturer narrative:
B5 clinical narrative updated and h6 codes were updated.h1 type of reportable event was updated from malfunction to death.d10: the extracorporeal membrane oxygenation has been added as a concomitant medical product.

Event description:
Clinical narrative:an impella 5.5 device was inserted into the right axillary/subclavian artery in a 15-year-old female patient presenting in heart failure, heart transplant rejection, in society for cardiovascular angiography & interventions (scai) d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted as an escalation of therapy from an impella cp. Additionally, an impella rp flex was inserted for bipella support during impella 5.5 support.on day one of impella 5.5 support, while the patient was in the intensive care unit (ICU), shortly after the impella 5.5 was implanted, there was a high purge pressure/purge system blocked alarm on the automated impella controller (aic). Purge pressures (pp) >1000 and purge flows (pf) <1ml/hr. The pp and pf issues spontaneously resolved before any action was taken. The physician decided not to anticoagulate the patient due to an active gastrointestinal (gi) bleed. There was no noted interruption of support for the patient.after nineteen days of impella support, the family withdrew care and the patient expired. While on support, the impella functioned at p-8 at 3.4l/min as intended with d5w sodium bicarbonate in the purge solution. The death is not related to the purge concerns as there was no interruption in hemodynamic support. The outcome is more likely attributable to the patient¿s underlying clinical condition.